Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the partial lead was returned. The partial lead exhibited normal electrical characteristics. Without return of the entire lead, no complete eval can be performed.

Event description:
It was reported that during a routine follow up, unexplainable intermittent oversensing on rv channel was observed, the follow up revealed a diaphragmatic oversensing during seep inspiration. The problem was solved by reprogramming the device. Later the pt died due to heart failure.